Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for intractable spasticity and multiple sclerosis. The drug, dose, and concentration were unknown. It was reported that there was no flow from the catheter during a routine pump change. A revision was performed. It was noted that the hcp suspected a catheter issue pre-operation. The patient had been experiencing a loss of effect. The issue was noted to have been going on for ¿a few months.¿ it was unknown what troubleshooting was performed. The patient was doing well with decreased symptoms since the revision. The patient¿s weight was not known. The pump was replaced (no return) due to end of battery life, and the catheter was discarded by the hospital. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.